Event description:
"CT" reports a blood leak from the venous header at reuse 3. No crack in header seen. Approx 1 hr into treatment blood noted on floor. Blood was not returned, resulting in total blood loss of 250cc. No adverse effects to pt. MDR filed due to blood loss only. Pt male, dob 5-13-31, 67kg. The sample is available for examination.